Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The revision reported was likely the result of polyethylene wear, femoral loosening and osteolysis as stated in the operative notes. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and the bone, and/or patient-related conditions. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reason for the reported femoral loosening, osteolysis, and prosthesis wear could not be confirmed as the devices were not returned for evaluation, and images/radiographs were unable to be obtained.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2015, and then experienced revision surgical procedure on (B)(6) 2023 approximately 8 years and 1 month after initial implant. Postoperative diagnosis ; femoral loosening and extensive poly wear osteolysis. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: (B)(6) 02-010-03-0335 - logic cr femoral cem, right, sz 3.5, (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, (B)(6) 200-02-38 - three peg patella 38mm, (B)(6) 200-02-38 - three peg patella 38mm, (B)(6) 201-46-10 - holding pin headless 3" (4 pk). These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. H6: corrected health effect, component, and investigation clinical codes.